Manufacturer narrative:
Corrections: d6b, e4, h6 . The investigation of the reported failure mode has been completed. No product was received for evaluation. Clinical symptoms(infarction, ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms(abdominal pain, low blood pressure/ hypotension, hypovolemia): the cause of the injury was not determined due to insufficient clinical details. Product damage (anticontamination sleeve split/torn): the pump was not returned for investigation. Data log review was not required for this case run. The cause of the product damage was not determined, as the product was not returned and sufficient clinical information was not provided. Optical sensor issue: data log shows the pump was initialized for around 56 days. There were some drops in signal not reliable (snr) noted, without impacting any pump performance, while running on a steady p-level. The gain was slightly affected during the snr shifts. The pump was then transferred to a different console, where similar snr drops were noted, again without impacting pump performance. A psnr alarm was noted about 10 days into the pump run on console the gain and light values were also impaired during the psnr event, which resolved itself within 10 hours. This optical sensor failure trend did not match any known failure trend; therefore, the root cause of the optical sensor failure was not determined without returned product. Device in wrong position: the cause of the positioning issue was not determined without returned product and sufficient clinical details. Mechanical interaction with blood(hemolysis): data log does not indicate any abnormalities related to motor current spike, suction, or positioning issue during the time of the reported hemolysis. The cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a 5.5 pump placed to support patient with known disease/atrial fibrillation and new cardiogenic shock. The patient had the 5.5 pump placed as care escalation from an intra-aortic balloon pump. The pump was supporting when there was pain in the abdomen determined to be from the renal and splenic infarct, which may have been due to impella use. The pump remained on and sleeve age was observed on day 42. The pump remained on despite this.

Manufacturer narrative:
Additional information was provided in h6 (health effect - clinical code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B3: corrected date of event per new information. H6: e1002 was omitted.

Manufacturer narrative:
The investigation for the reported product damage, positioning issue and optical signal issue has been completed. Data log shows the pump was initialized on (B)(6) for around 56 days. There were some drops in snr noted, without impacting any pump performance, while running on a steady p-level. The gain was slightly affected during the snr shifts. The pump was then transferred to (B)(6), where similar snr drops were noted, again without impacting pump performance. A psnr alarm was noted about 10 days into the pump run on console (B)(6). The gain and light values were also impaired during the psnr event, which resolved itself within 10 hours. The root cause of the positioning issue, optical signal issue, and product damage has been completed.